Manufacturer narrative:
The investigation determined that the service action of the sample probe replacement resolved the issue.

Event description:
There was an allegation of questionable sodium electrode and creatinine jaffe gen.2 results from the cobas c 503 analytical unit for approximately 6 patients. Results were provided for 2 patients. Patient 1's initial creatinine was 1.7 mg/dl, and the repeat result was 0.4 mg/dl. A new sample was collected, and the result was "normal"; an exact result was not provided. Patient 2's initial sodium result on (B)(6) 2025 was 150 mmol/l, and the repeat result was 144.4 mmol/l. A new sample was collected, and the result was 144 mmol/l. A physician questioned the initial results and had new samples collected.

Manufacturer narrative:
The creatinine reagent lot number and expiration date were not provided. The sodium electrode lot number is elk94, and the expiration date is 06-jul-2026. A field service engineer (fse) performed an air purge and probe wash. The fse ran mechanical checks without any issues and completed a hardware check. The investigation is ongoing.